Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that the pump module was programmed at 8:50 pm on (B)(6) 2017 to infuse insulin crit care insulin 0-30unit/hr 250unit in 250ml at a rate of 3.6ml/hr. Five seconds after starting the infusion, a rapid bolus of 3 units was given. From 9:27 pm to 6:35 am on 30 november 2017 the device was programmed for multiple successive delays ranging from 60 to 120 minutes each. At 5:17 am the system was switched to dc power. At 9:37 am the device alarmed for battery discharged (lb3) and the pump module was paused. At 9:49 am, the system was shut down and powered off. The volume recorded as being infused during this period was 5.239ml. Functional testing showed the pump module was delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
Continued from medical devices: etco2 disposable; 8600. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of a medication (possibly insulin). Unspecified medical intervention was provided after the event. The effects were temporary; no lasting effects of the event were reported.

Manufacturer narrative:
Event date. Date should be (B)(6) 2017.